Event description:
This is the first of two reports (same product ID, same user facility, same product problem, different patients). This report is in regards to the first patient. Linked to mfg report: 3004608878-2016-00287. On (B)(6) 2016 an (B)(6) male patient was undergoing a procedure when the hraim hr-im intubation hr assembly was found to have cracks at the corners of the apertures. There was no patient injury or death alleged. The incident cause a less then 15 minute delay in the procedure. There was no adverse consequence to the patient due to the delay. Another hraim was available and substituted for use.

Manufacturer narrative:
Investigation completed on 11/28/16. Evaluation of device: the customer reported that cracks at the corners of the apertures on this hraim-hr-im intubation hr assembly. There was no reported patient incident/injury. The hraim arrived in billerica on 06-oct-2016 but, was not received in to the oracle system. Note that the product for this complaint was determined to be at least 10 years old and was considered to be ¿unrepairable¿ and was returned to the customer per their request. The device in question has been returned and a failure investigation completed, but a lot number/serial number was not provided at that time, and this product is not marked with this information. As such a DHR review cannot be completed. Two year look back for this reported failure and or related to "cracks at the corners of the apertures¿ for this product ID shows that no additional complaints were received. Conclusion: the hr-im intubation hr assembly on this complaint was determined to be at least 10 years old and was considered to be ¿unrepairable¿. The product was not received into the manufacturing site and was returned to the customer per their request. The reported complaint is considered unconfirmed.